Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps was analyzed and found to have the main tube broken. A piece measuring proximately 0.316¿ x 0.136¿ was not returned with the instrument. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. A broken/cracked main tube is typically associated with mishandling/misuse which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the prograsp forceps was observed to have a broken wrist. The procedure was completed with no patient injury and no delays. No fragment fell into the patient.